Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. See also manufacturers report number 1415939-2018-00119 for the hbsag confirmatory.

Event description:
The customer observed a donor generated (B)(6) repeat (B)(6), confirmed (B)(6) prism hbsag results. ID (B)(6) was prism hbsag repeat rb)(6) and sent to a reference lab which generated confirmed (B)(6) prism hbsag results. ID (B)(6) plasma bag aliquot from same donor) was prism hbsag repeat (B)(6) and sent to the reference lab generating (B)(6) prism hbsag results. Additional donor testing was nat and anti-hbc (B)(6) . No impact to donor management was reported.

Manufacturer narrative:
The evaluation of the customer issue included a search for similar complaints, a review of historical data and a review of labelling. Upon reviewing the likely cause lots, no adverse trend, non-statistical trends, non-conformances, potential non-conformances, or deviations were identified for the customer's issue. Labeling was reviewed and found to be adequate. Testing the sample with reagent lots and reference lots interpreted repeat reactive non-confirming result. Testing was performed using in-house retained kits and the testing met all specifications. Initial reactive rate, the repeat reactive rate and the specificity of complaint lot numbers were within package insert specifications. Based on the available information no product deficiency was identified.